Manufacturer narrative:
Continuation of concomitant medical product: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient thought the lead may have moved as they were no longer feeling stimulation in their pelvic region but now in their buttocks, and not as strong as before. It was also stated that they were experiencing more leaks that the day before. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the issue seems to be resolved. The patient experienced greater than 50% improvement on the trial. The healthcare provider and patient decided to move to the implant, and it is scheduled for thursday. No further patient complications are anticipated or expected as a result of this event.